Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
In use at the time of the event:cgm model: g7.mobile os: ios / ios_iphone 13 pro / 2.9.1 / ios_26.